Event description:
A customer contacted beckman coulter inc. (Bec) and reported that di water was leaking out of reagent probe b and into reagent compartment and has overflowed to create uncontained leak of di water onto floor under their unicel dxc 600 synchron clinical system. Customer observed leak when performing reagent load and saw wet cartridges inside of reagent wheel. The operator observed water was coming out of reagent b probe wash collar during a prime cycle. At the time the leaking hardware failure was observed, the customer was performing daily maintenance and daily start-up including reagent load. System was not in use for patient testing. No erroneous results were generated. Customer was unable to estimate the volume of leaked material, but believes that was less than one liter. Customer stated they were able to successfully contain and clean the leak with absorbent towels. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Customer has msds onsite, but they were not needed or utilized. Hospital has a hazard plan, but it was not needed or utilized. Customer was not injured and there was no danger from trip or fall.

Manufacturer narrative:
Patient results and qc prior to leaking hardware failure were acceptable. Bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and identified a failed wash collar valve. The fse replaced the wash collar valve and also replaced the t-valve and a-b valve. Per the fse, the event was caused by a failed wash collar valve. (B)(4).